Manufacturer narrative:
The insulin pump had minor scratches on display window, cracked reservoir tube lip, cracked case near display window corners and scratched reservoir tube window noted. No button error alarm noted. No button response due to corroded keypad traces.

Event description:
Customer reported via phone call to have received a button error alarm and believes it may have been caused by sweat. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.